Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was stated that the hl20 device displayed the error message runaway. The issue was observed during startup of the device. No harm to any person has been reported. According to the hl20 service manual the error runaway indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10 percent. A getinge field service technician (fst) was sent for investigation and repair. The optical tacho board was found to be defective and needs to be replaced. However, the customer decided not to order repair for the device. The affected part was not made available for further investigation at the manufacturer. However, the most probable root cause can be linked to hl20 risk assessment: (un)intended change of pump speed by e.g.: - deactivated interventions / override, - drift of pressure sensors, - by knob, - by display setting, - wrong flow values (defect or wrong calibration), - slave mode (controlled by master). The review of the non-conformities has been performed on 2025-04-07 for the period of 2018-05-15 to 2025-04-04. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-05-15. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the investigation results the reported failure error message: runaway could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in india. It was stated that the hl20 device displayed the error message runaway. The issue was observed during startup of the device. No harm to any person has been reported. According to the hl20 service manual the error runaway indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10 percent. The reported behavior can cause an unintentional pump stop. Therefore, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india. It was stated that the hl20 device displayed the error message runaway. The issue was observed during startup of the device. No harm to any person has been reported. A getinge field service technician (fst) was sent for investigation and repair. The optical tacho board found to be replaced. The repair is ongoing. As soon as new information becomes available a follow up medwatch will be submitted. Note: this event occurred on the indian market. It is a significantly similar device to "base unit hl 20¿ which is sold in the USA under premarket submission number k943803. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for hl 20 with catalog number 701043262.